Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 690r34 heart ring, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited ventricular high rates episodes with post pace t-wave oversensing (two s). The lead remains in use. No patient complications have been reported as a result of this event.